Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms after changing out the cartridge. The customer cleared the alarm almost instantly and insulin delivery was resumed. The customer's blood glucose level was not impacted.